Event description:
Caller reported a malfunction on the pump, specifically identified by the code malf 0. It was unclear if there was an adverse impact on the customer¿s blood glucose level as no specific values or outcomes were provided. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to report back if the issue reoccurred, and the caller agreed to these instructions.